Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured upon second inflation at 6 atm for 5 seconds and was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition post procedure is good.